Manufacturer narrative:
The investigation is in progress. A supplemental report will be submitted.

Event description:
Edwards received notification from a sales specialist that there was concern for central aortic insufficiency and a possible trapped leaflet on a 23mm s3u implant after an implant duration of 2 months and 10 days. The patient underwent a valve in valve procedure with a sapien 3 ultra 23mm valve. Transesophageal echocardiogram post implant showed that the s3 valve is well-seated in the native aortic annulus, with trace pvl due to significant annular calcification. The patient tolerated the procedure well and transferred to ICU post-procedure for monitoring.

Manufacturer narrative:
Supplemental report submitted to include additional information received through follow-up. Per the instructions for use (IFU), valve malposition requiring intervention, central regurgitation, and paravavluar leak (pvl) are known potential complications associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to ventricular malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, a narrow, calcified sinotubular junction (stj), minimally or bulky/severely calcified aortic leaflets, rapid deployment, release of stored tension during deployment, and movement of the delivery system by the operator. There are multiple patient and procedural factors that alone or in combination can cause or contribute to central regurgitation including malposition of the valve, impingement of a leaflet due to the guide wire, over inflation of the deployment balloon, post dilation of the implanted valve, and slow recovery of adequate ventricular flow post valve deployment and rapid pacing. All of these factors have the potential to contribute to suboptimal coaptation of the sapien 3 ultra valve leaflets and cause central aortic insufficiency. Occasionally there are cases where the root cause of the regurgitation cannot be determined. The patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the native valve annulus, uneven distribution of calcium on the native valve, bulky or severe calcification, an elliptical annulus shape and valve under-sizing. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. The patient screening manual instructs the operator on proper native valve leaflet assessment, taking into consideration the length, bulkiness and distribution of calcium on the native leaflets to determine whether valve performance will be impaired. During the manufacturing process, all sapien 3 ultra valves are 100% visually inspected for defects and 100% tested for coaptation prior to release for distribution. This makes it highly unlikely that a manufacturing defect or device malfunction would contribute to the event. In this case, there was no indication that a device malfunction caused or contributed to the event. Per additional information received through medical records, 'intraprocedural tee revealed the presence of both intravalvular and perivalvular leak related to a deep implant of the original s3 valve. The root cause of the event was likely due to procedure related factors (malposition) at initial implant. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.